Event description:
A customer observed false positive vitros anti-hbc results from a single pt tested on (B)(6) 2009, and (B)(6) 2009 on a vitros eci analyzer. The same pt sample produced a negative result on a competitive system. False positive results may lead to inappropriate physician action. The false positive result was reported and questioned by the pt. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation found no evidence to indicate that either vitros ahbc reagent lot #1480 or the vitros eci did not operate as intended. The true classification of the pt sample is considered to be ahbc negative based on competitive system results and additional (B)(6) . The root cause for the false positive vitros anti-hbc result is unk, however, the possibility of an unk sample interferent cannot be ruled out.